Manufacturer narrative:
Investigation conclusion: .a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine source: phone

Event description:
Customer reporting testing sars false positive more than once. Customer states they were negative by pcr and other rapid antigen test. Customer states they have nasal polyps and had to take sample very deep in the nose and was prescribed paxlovid due to result. Report 2 of 2.